Event description:
A malfunction alarm was declared during pumping by the customer, who had previously experienced similar cartridge alarms with this pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming the shipping address and instructing the customer on how to put the pump into storage mode before returning it. The customer acknowledged these instructions and planned to continue using the current pump as backup therapy to ensure uninterrupted insulin delivery.